Event description:
It was reported that a spectrum pump alarmed for a system error 341 in the intensive care unit. The customer stated that 5 devices alarmed for this system error over a 7 hour duration, in the same room. Any patient injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.